Event description:
Healthcare professional reported that six days after injection in the nasolabial folds with "juvederm," the pt experienced redness, swelling, nodules, warmth, and slight pain in the right nasolabial fold. The pt was seen around six days later and was prescribed keflex. The pt was seen by the treating healthcare professional nine days later and the pain, redness, swelling, and warmth had resolved but the nodules were more pronounced and had indentations in the center. Healthcare professional used a 30g needle and "poked the highest nodule in the right nasolabial fold to aspirate and try and remove some of the juvederm." A culture performed on some of the drained material, the results of which were negative.

Manufacturer narrative:
(B)(4).

Event description:
Further follow-up with the healthcare professional noted that symptoms resolved approximately one month after presentation.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events or redness, swelling, nodules, warmth, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.